Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced a ongoing low blood glucose (bg) level of 52 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Reportedly, the customer "passed out" and sustained a wrist injury. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.